Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained.

Event description:
It was reported that a catheter issue occurred. An opticross 6 imaging catheter was selected for the ultrasound examination of the target lesion. During the procedure, imaging was turned on, and the catheter was advanced slightly. Suddenly, the catheter became tangled around itself. The catheter and wire got stuck, so the physician removed them. The procedure was completed using an alternate method. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the device was returned stuck in a non-boston scientific guide catheter and the catheter could not be pulled out due to the conditions which the device returned. The accessories of the catheter were returned, and the device appears to be in good condition. Microscopic inspection showed the guidewire exit port, and the distal section of the tip were in good condition. The rippled imaging window and the imaging core were twisted. A test guidewire was inserted, and there was no indication of resistance when tracking the guidewire into the catheter.

Event description:
It was reported that a catheter issue occurred. An opticross 6 imaging catheter was selected for the ultrasound examination of the target lesion. During the procedure, imaging was turned on, and the catheter was advanced slightly. Suddenly, the catheter became tangled around itself. The catheter and wire got stuck, so the physician removed them. The procedure was completed using an alternate method. No patient complications were reported.